Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to lower extremity dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, fracture, organ perforation, "strut impinging in the external wall of the small bowel," "strut perforating the small bowel," "grade 3 perforation extending into vertebral body," and "two retained struts post removal with one impinging in external wall of small bowel." The patient is further alleging post-implant pulmonary embolism/dvt, "grade 3 perforations x 3 (all greater than 3 mm); grade 2 perforations x 4 (8.4 mm, 11.6 mm, 6.7 mm); grade 1 perforations x 2; strut impinging in the external wall of small bowel; strut extending into the vertebral body; 2 fractured retained struts with one fractured strut impinging in the external wall of the small bowel and the other fractured strut contained in the lumen of the ivc; shortness of breath; abdominal pain; occasional increased heart rate; depression and anxiety due to remaining struts in body.", "unable to stand for prolonged periods of time; unable to work.", and "has experienced anxiety and depression since approximately [year] due to constant abdominal pain, need to undergo ivc filter retrieval, and remaining filter struts in [the patient's] body." An attempted retrieval was reportedly performed due to embedment, struts outside the ivc (inferior vena cava) wall, and severe abdominal pain/vomiting. Per a report from CT, "a rightward directed strut of the inferior vena cava filter extends through the wall of the inferior vena cava and also through the wall of the second portion of duodenum. There are surrounding inflammatory changes about the duodenum as well as a small amount of free fluid, which could represent extraluminal leakage of duodenal contents." Per a successful retrieval report, "the ivc-gram was then performed demonstrating a patent ivc that was narrowed where the filter had been placed. This was clearly a cook celect filter with the hook that was intact, though somewhat tipped into the vessel wall." "The filter was ultimately retrieved and the sheath was removed with pressure applied." "Intravascular ultrasound was then used in order to reassess the ivc. There were no residual tines or pieces of the filter that remained. What was clear was that on fluoro and multiple projections, there were a couple of small pieces that had been broken off from the filter and they remained embedded in the adjacent tissues in place. The ivc was significantly compressed at the site where the filter had been placed." Per a report from CT, "two fractured prongs of an [ivc] filter, one of which appears to extend anteriorly through the wall of the ivc abutting the pancreatic head and medial wall of the duodenum." Per a report from CT, "the retained ivc filter struts are again noted in unchanged position." Per a report from CT, "a portion of the ivc filter is positioned within the cava below the renal vein. Apparently the other portion was removed. No distal filter fragments are visualized on this exam."

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2012. Patient alleges to have been injured without further explanation.